Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as: 2134265-2017-09634 and 2134265-2017-09636. (B)(6) clinical study. It was reported that the patient died. On (B)(6) 2014, the patient presented due to an unstable angina (braunwald classification: unknown) and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion #1 was located in the left main coronary artery (lmca) extending up to the proximal left coronary artery (lad) with 70% stenosis, and was 44mm long with a reference vessel diameter of 3.00mm. The target lesion #1 was treated by placement of a 2.75x32mm and 3.50x20mm promus element ¿ stents. Following post dilatation, the residual stenosis was 3%. The target lesion #2 was located in the distal left circumflex artery (lcx) with 80% stenosis, and was 12mm long with a reference vessel diameter of 2.5mm. The target lesion #2 was treated with placement of a 2.50x12mm promus element ¿ stent with 3% residual stenosis. The patient was discharged on 03-sep-2014 on aspirin and clopidogrel. In (B)(6) 2017, 1036 days post implant, the site reported that the patient died due to an unknown cause.